Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and cleared unit from service mode. The fsr performed ovp (operational verification procedure) test and the unit passed. The unit is now ready for patient use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bottom screen is missing most of the adjustments on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.